Manufacturer narrative:
Clinical code: 4843 - endoleaks - event was reported by the site as a endoleak type 1b. Impact code: 4648 - insufficient information- health damage to the patient is unknown. The patient needs to be followed up. Medical device code: 3190 - insufficient information: awaiting information from the site. Component code: 4755 - part/component/sub-assembly term not applicable type of investigation: 4110 - trend analysis: 4 year review was performed for thoraflex hybrid sales jan 21 to apr 25 vs leakage > endoleak > type1 jan 21 - apr 25which gave an occurrence rate of (B)(4). No trend was identified require action at this time. 4111 - communication/interview: additional information on this event has been requested. 3331 - analysis of production record: full batch review was performed from base fabric to finished product for batch ID: 25671776 which confirmed the device was manufactured to specification. 4117 - device not accessible for testing: device remains implanted. Investigation findings: 3233 - result pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available.

Event description:
The patient implanted with a thoraflex hybrid plexus graft in (B)(6) hospital on (B)(6) the patient underwent a postoperative follow-up CT scan, which revealed a type ib endoleak with contrast medium flowing into the aneurysm. Event reported as possibly related to the device , procedure and pre-existing condition. No surgical intervention was performed. No device deficiency was communicated.

Manufacturer narrative:
Clinical code: 4843 - endoleaks - event was reported by the site as a endoleak type 1b. Impact code: 4648 - insufficient information- health damage to the patient is unknown. No additional information is available on this event. Medical device code: 3190 - insufficient information: no additional information or scans are available for this event. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: 4 year review was performed for thoraflex hybrid sales (B)(6) 2021 to (B)(6) 2025 vs leakage > endoleak > type1 (B)(6) 2021 - (B)(6) 2025 which gave an occurrence rate of (B)(4). No trend requiring action has been identified. 4111 - communication/interview: additional information on this event has been requested. Email received on (B)(6) 2025 stating no additional information or scans were available for this event. 3331 - analysis of production record: full batch review was performed from base fabric to finished product for batch ID- 25671776 which confirmed the device was manufactured to specification with no issue found. 4117 - device not accessible for testing: device remains implanted. Investigation findings: 213- no device problem found - no device deficiency was reported and device was manufactured to specification. Investigation conclusion: 4315 - cause not established - as the device was manufactured to specification, no device deficiency was reported endoleak is in the IFU instructions for use) and no additional information is available on this event no root cause was identified. Further action is not planned, however, the issue will be tracked and trended as part of the ongoing complaints trending and reporting process and if an adverse trend develops action may be taken at that time.

Event description:
The patient implanted with a thoraflex hybrid plexus graft in (B)(6) hospital on (B)(6) the patient underwent a postoperative follow-up CT scan, which revealed a type ib endoleak with contrast medium flowing into the aneurysm. Event reported as possibly related to the device, procedure and pre-existing condition. No surgical intervention was performed. No device deficiency was communicated. This report is being submitted as follow up #1 for manufacturing report number 9612515-2025-00049 to provide event closure information for tag0224.